Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation under the ucor hfams patch. The skin irritation was described as a burning feeling and a bruise with blood marking on the skin. The patient has a history of irritation when using adhesive bandages. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to take the device off and return it. Outcome of the skin irritation is unknown.